Event description:
It was reported that the sensor had a broken needle. The caller stated that the sensor did not want to penetrate her skin, and upon attempting to insert it, the needle broke causing the sensor to come out of her skin. The blood glucose reading was 12.7 mmol/l. The caller reported that the needle hub assembly was not removed from the sensor base before the insertion process began. Advised replacement of the sensor and serter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.